Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of scope grainy image was confirmed. The ns unit was non-olympus and the distal end was detached from the bending section cover causing the image the image to tilt off. A third party replaced the ns unit and damaged the charged coupled device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii bronchovideoscope lens was fogged up. The event occurred during preparation for use. During a standard service inspection of the customer returned device, distal end detachment from the bending section cover was observed. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 30-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that one of the following caused the event: patient bit the distal end. The distal end was caught in a door or the like. Application of lubricant to the insertion tube was insufficient, or the user attempted to withdraw the insertion section being in the angulated condition. Then the insertion section became stuck within the endotracheal tube when the device was withdrawn from the tube. The device was forcibly withdrawn under that condition. Meanwhile, the ns-unit (insertion tube) of the device was identified as non-olympus¿s in investigation . Durability, specifications etc. Of non-olympus parts were unknown. Therefore, it is difficult to further presume. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." "Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When using an endotracheal tube with the endoscope, select the tube that gives a sufficient gap between the insertion section of the endoscope and itself. A narrow gap may make it difficult for a patient to breathe and/or damage the endoscope. Before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication.¿ olympus will continue to monitor field performance for this device.